Event description:
Intact resectoscope sheath and obturator were preassembled and functional at the start of surgery. Later during the prostate resection, a white object was noted on the tv monitor. Dr made attempts to irrigate the object from the bladder, the prostate resection was continued. The pt became bradycardic, treatments were started by anesthesia and staff. Dr noted abdominal distension, the resectoscope was removed by dr and a defective end was noted by the surgeon. An inventory of all resectoscope sheaths showed one other resectoscope sheath 27040 xb/xd/26040 xb which had a hairline fracture.